Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer's report was observed during review of a provided video. The customer was contacted for return of the device for further investigation. Without receipt of the device no further investigation can be performed at this time. Analysis of reports of this type has not identified an increase in trend.